Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an imager renal dilator was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, once the device was inserted, the catheter peeled off. The procedure was completed with another imager renal dilator device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an imager renal dilator was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, once the device was inserted, the catheter peeled off. The procedure was completed with another imager renal dilator device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device noted that the shaft was damaged horizontally. The damage was noted at 10.5cm from the tip and traveled proximally to 14cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the evaluation of the returned device, it has been identified that the damage was consistent with a procedural interaction with another medical device. Therefore, the most probable root cause is caused by other device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.